Event description:
It was reported that this patient's remote monitoring system displayed a red call doctor icon for high, out of range pacing impedance (>2000 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended thorough provocative maneuvers and diagnostic imaging to exclude rv lead impairment. The physician elected to continue with remote monitoring and will perform the recommended provocative maneuvers at the next in-clinic follow-up. Recently, the rv impedance pacing impedance measurement were jumpy and intermittently up to 3,000 ohms. It was discussed that this was potentially due to micro-movements within the device header. Provocative testing and diagnostic imaging was again recommended. At this time, the system remains implanted and in service. The patient was stable with no adverse effects.

Event description:
It was reported that this patient's remote monitoring system displayed a red call doctor icon for high, out of range pacing impedance (>3000 ohms) from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended thorough provocative maneuvers and diagnostic imaging to exclude rv lead impairment. At this time, the system remains implanted and in service. The patient was stable with no adverse effects reported.